Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (belt doesn't communicate with a monitor) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the trunk cable's wires were pulled short, pulling the hex crimp ferrule j702 connector on the dn pca. The cause of the failure was the pulled connector. The cause of the pulled connector was the pulled cable. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was unable to communicate with the monitor.